Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. D4: batch #462d92. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device . Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and no reload was returned. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. The event described could not be confirmed as no malformed staples were observed, fired as expected and the device was returned without detectable damage. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the finished device batch number 462d92, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 12/05/2025 b3: only event year known: 2025 d4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: the first firing: it was a fired sequence incomplete and stopped around the middle of the jaw. The second one: it was complete but with some difficulty to finish the firing. 2. Did the device deliver any staples? 3. If yes, were the staples formed properly? The first firing: yes. The proximal staples were formed but the staple line of the distal end was not perfectly formed which needed extra reinforcement. The second one: yes. Properly. 4. If yes, was the staple line complete? The first firing: no, it¿s incomplete. The second firing: yes. 5. Did the device cut? Both firing: yes. 6. If yes, was the cut line complete? First firing: yes, but it was an incomplete staple line. Second one: yes. 7. If yes, was there any issue with the cut line? Both firing: no. 8. Was there any difficulty opening the device jaws? The surgeon only remembered and claimed the difficulty of finishing the firing sequence, she couldn¿t recall any feedback while opening the jaw. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a97f4k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the motor on the device stopped during firing sequence, then the knife retuned to home position. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.